Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter had migrated caudally by two vertebral bodies. Reportedly, the filter had been implanted at the level of l2. Approximately five months later, during a scheduled retrieval, a cavagram identified that the filter had migrated to l4 and it appears that a filter arm and a filter leg are perforating the vena cava. The filter was successfully removed using a snare. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. To date, the device has not been returned by the user facility. The event investigation is currently underway.